Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 320-36-00 - 145-deg pe 36mm hum liner +0. 322-10-00 - humeral adapter tray, +0. 320-55-99 - csb glenosphere screw: b371603. 320-55-01 - central screw baseplate standard: b275831. 320-55-35 - central screw baseplate, 35mm: b494081. 320-31-36 - glenosphere, 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that the patient underwent an initial total shoulder arthroplasty. Subsequently, the patient experienced pain with no associated trauma. X-rays were taken, showing signs of aseptic glenoid loosening. The device remains implanted at this time. Additional imaging will be performed at follow up appointment; therefore, the patient's outcome is considered continuing.